Event description:
It was reported that a large patient sustained a radiation burn during triple stent replacement under many minutes of fluoroscopy, with a steep gantry angle and magnification factors. The customer is not alleging that there was anything wrong with the equipment. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
No patient information has been provided.